Event description:
The customer reported via phone call that they had a weak battery alarm on their insulin pump. The customer reported the alarm occurred with two of their batteries. Customer's blood glucose was unknown. The customer also reported they were unable to clear the alarm with the act button. Customer also reported they were concerned with the short battery life on their insulin pump. It was found the battery did last for more than one week on the customer's insulin pump. Customer was advised to monitor their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.